Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the ins, s/n (B)(4), found no significant anomaly. The battery had reduced capacity due to over-discharge.

Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient was having their system explanted because ¿it doesn¿t work¿. The patient had back trouble for a long time and had a fusion done in the past. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Additional analysis of the ins, s/n (B)(4), found the ins was received with no telemetry. According to the trace report obtained from the ins after pmr recovery, the total recharge count is 76. The last recorded recharge session performed while the device was implanted occurred on (B)(6) 2014. The device was recharged for 1hour 35minutes and the battery charged from 3.800v to 3.960v. The parameter trend diagnostic section of the trace report shows the last patient usage was on (B)(6) 2014. The battery discharged to the lock mode on (B)(6) 2014; the total therapy loss count is 3. Testing of the recharge function of this ins found it to be functioning normally. The battery was recharged at room temperature with approximately 1cm of space between the ins and the charger antenna. A normal recharge was started manually after two physician mode recharges. The recharger had full coupling and the ins recharged for 6hours and 51minutes from 2.805v to 4.065v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.